Event description:
In 2009, the pt stated that both the up and down button on the infusion device occasionally do not respond when pressed requiring the buttons to be pushed more than once to achieve the desired insulin bolus. The pt stated that he is aware that he can count the confirmation beeps to assure that he is bolusing the correct amount of insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.